Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous, 95% stenosed left anterior descending (lad) coronary artery. The 3.0x15 mm xience sierra stent delivery system (sds) could not cross the lesion due to the anatomy and after several attempts the inner member distal shaft separated, the outer member remained intact. The sds was removed and a same size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling.